Event description:
On 10-jun-2009, customer reported false negatives hcg urine pregnancy results. Customer has pt that is 10 1/2 weeks pregnant that had 2 negative urine hcg screens about 2 months prior. Sample from today is positive. They did not perform urinalysis on samples so specific gravity is not known. No serum tests were performed. The samples were collected in the morning but were not first morning urines. Her confirmation of pregnancy was a positive urine test today.

Manufacturer narrative:
Investigation: lot# (s): hcg8100186. Expiration date(s): 10/2010. Control lot: 25miu/ml hcg urine control-lot:hcg090107-01; 100miu/ml hcg urine control - lot: hcg081008-01; 240.0iu/ml hcg urine-lot: hcg081231-01. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100miu/ml and 240.iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: the retention devices meet qc specification. No false negative result was observed; this complaint is not confirmed. Nothing abnormal found in batch review and the product #, product description and lot # was verified. No corrective action required as no product deficiency was established.